Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Attempts were made to reach out to the consumer. No further feedback or information has been provided by the consumer. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after the intraocular lens (iol) implantation last year, had experienced horrible starburst, halos and would loose the ability to drive at night. Recently the customer had an iol exchange for the right eye and also scheduled to have a yag procedure. After the iol exchange the customer is now seeing much better and glare, halos, starbursts are gone. There are two medical device reports associated with this patient. This report is associated with the right eye.